Manufacturer narrative:
The event description stated that the distal tip of the catheter was broken. There was no returned product to evaluate. A manufacturing record review was completed and zero nonconformances were found. The most likely root cause for this event is damage during use.

Event description:
Distal tip broke.